Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a right coronary artery. A 2.8 x 16 mm graftmaster covered stent was implanted to seal a perforation caused by another device. The patient was sent to recovery; however, shortly after the patient became hypotensive and was taken back to the cath lab where angiography confirmed there was a leak at the perforation. Three additional graftmaster stents (3.5 x 19 mm, 3.5 x 16 mm and 2.8 x 16 mm) were implanted to successfully seal the perforation. The graftmasters performed as intended without any complications or adverse events. The patient remains in the intensive care unit with pericarditis. No additional information was provided.